Event description:
It was reported that a user with a new dexcom g7 continuous glucose monitor (cgm) experienced a failure to pair to the ilet, resulting in no cgm readings on the pump while the sensor displayed a warm-up status in the g7 app and was not connected to other devices. Customer care provided assistance that included customer support troubleshooting and user education. Investigation of this case revealed that device communication between the cgm and ilet did not establish during the warm-up phase, and functionality could be restored through pairing and system restart steps. No clinical symptoms associated with loss of momentary glucose data availability. Outcomes included interruption of automated insulin dosing without hospitalization. It was concluded that the event was attributable to a pairing failure between the cgm and the ilet, resolved through standard troubleshooting without medical intervention.